Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the patient's blood glucose has been elevated for one month. On the day of the report, blood glucose was 378 mg/dl and increased to 386 mg/dl after correction bolus via the pump. When corrected via a manual injection, the blood glucose returned to target. A family member said, she did not check for ketones, but denied nausea, vomiting, or shortness of breath. She stated that she had been in contact with the patient's health care provider who made setting adjustments without an end to the blood glucose excursions. According to her review, the history of delivery is correct, there are no associated alarms in the history, sites are rotated per instructions, proper infusion set insertion techniques are used, and infusion sets are changed every one to two days. On several occasions, the family member stated that the cannula was bent and the occlusion alarm did not occur. Occlusion alarm setting was programmed to high. The family member confirmed her belief that the pump was the cause of the blood glucose excursions.